Manufacturer narrative:
The insulin pump functioned properly during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, broken battery tube threads, cracked display window at bottom right side corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer is sometimes not able to get absorption at the site. Sometimes the customer is changing every 48 hours. Lately, the customer has been changing the set every day, if not 2 times a day because, she will run into unexpected high blood glucose levels. Customer stated that this is resolved by a set change. Customer declined troubleshooting for the insulin pump. Customer is very lean and was advised to try using the 6mm cannula. Customer has tried many sites on the body and has been working with her doctor on this issue, but it may be scar tissue. Customer also has damage on the pump near the battery compartment. Pump was not dropped. Customer's last blood glucose level today was 160 mg/dl. Customer reported that a piece of the pump broke off near the battery compartment. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.